Manufacturer narrative:
The cause of the erratic behavior of the instrument could not be conclusively determined. The data provided is insufficient for root cause analysis. The data logs were not available.

Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results and a corrected report was issued. The customer also stated that an instrument to instrument comparison was done and the measurement cartridge was changed. Siemens has requested the log files to be uploaded for investigation. The cause of this event is unknown.

Event description:
The customer reported discrepant total hemoglobin and sodium results when compared with different rp 500 instruments and a non-siemens lab analyzer. There was no report of injury due to this event.